Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The system controller event log files captured several pi events throughout. No atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. The patient remains ongoing on vad support. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains a subsection entitled ¿anticoagulation¿. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 20mar2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had urethral bleeding. There were persistent pi events but no unusual events in log file. They became less frequent after the patient received 3 units of blood. Symptoms include lightheadedness and fatigue.